Manufacturer narrative:
The local factory service rep observed that intermittently the device power would shut off. The rep replaced the device defib main pcb assembly and observed proper operation, through full performance and functional testing. The device was returned to the facility for use. A factory evaluation of the replaced pcb assembly observed an inability to power on, due to failure of components, transistor q11 and diode cr1.

Event description:
The device was charged but reportedly would not discharge defibrillator energy to the pt.